Event description:
It was reported that after talking with perfusionist about the field safety alert (fsa), he stated that "one of the surgeons had an incident about a month ago in which they went through three iab-05840-lws's to get inserted." The insertion site was the femoral artery. There was further discussion on (B)(6) 2010, with the clinical specialist who was at the account and they indicated that this pt is fine and had no complications. Reference MDR # 1219856-2010-00765 for the second event and MDR # 1219856-2010-00766 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.